Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. Patient noticed cannula did not go into the skin and it was leaking insulin, thus, was unsure if cannula was properly seated in the infusion site (back) and cannula had a ¿c¿ shape to it. As treatment, patient applied a new pod and took insulin with a needle.

Manufacturer narrative:
No bends or kinks in the soft cannula were observed. No issues were found that would indicate the pod was not delivering insulin. There was no evidence that the cannula was not properly inserted or that the adhesive pad was not adhered.